Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the malfunction code could be reset, and they could continue using the pump. They were instructed to contact technical support if the malfunction recurred, and they acknowledged understanding these instructions.